Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had another 14 french catheter issue, and they did not keep the foley, they placed catheter, and it was draining small amount, but when they got into operating room the bladder was in the way of surgery and they replaced it and the new one drained 3,000cc of urine. Per additional information received via email on 21aug2024, it was reported that they had another catheter event yesterday in operating room where the patient was feeling pressure and thought they need to have a bowel movement. They had been draining clear urine about 100 cc per hour. Physicians were evaluating every hour because they had preeclampsia and could not have bowel movement. So, they wanted to evaluate their bladder because of all this happening, they got a bladder scanner and saw about 450 of urine in their bladder and told them to change the catheter out. When the patient was dropped back to lay flat they voided around the catheter about 500ml of urine. They replaced the catheter with a 16 french catheter and it drained 1200ml of urine. They did have the 14 french and did not know where it should be sent. They had 2 times that their bladder was over extended. They were letting the doctor aware on this. Hx- preeclampsia.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye.) The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had another 14 french catheter issue, and they did not keep the foley, they placed catheter, and it was draining small amount, but when they got into operating room the bladder was in the way of surgery and they replaced it and the new one drained 3,000 cc of urine. Per additional information received via email on 21aug2024, it was reported that they had another catheter event yesterday in operating room where the patient was feeling pressure and thought they need to have a bowel movement. They had been draining clear urine about 100 cc per hour. Physicians were evaluating every hour because they had preeclampsia and could not have bowel movement. So, they wanted to evaluate their bladder because of all this happening, they got a bladder scanner and saw about 450 of urine in their bladder and told them to change the catheter out. When the patient was dropped back to lay flat they voided around the catheter about 500ml of urine. They replaced the catheter with a 16 french catheter and it drained 1200ml of urine. They did have the 14 french and did not know where it should be sent. They had 2 times that their bladder was over extended. They were letting the doctor aware on this. Per follow up information received via email on 23oct2024, the nurse manager stated both patients were obstetric patients. What appeared to be happening was the device was getting kinked or it might stick together, and it was unable to be open. Per follow up via phone on 28oct2024, the nurse manager stated the catheters seemed very flexible, causing them to kink easily. The first patient was laboring and having a c-section. The patient's bladder appeared to be full despite the 14fr catheter in place, and in the way of the procedure. The device was replaced, and there was no further patient impact. The second patient had a 14fr catheter in place that was draining some, but the patient was experiencing pain. A bladder scan was performed and showed urine still in the bladder. The device was replaced, and there was no further patient impact.